Event description:
The distributor reported the ventilator went vent inop and alarmed. The distributor did not know if the ventilator was in use at the time of the reported problem. Vent inop, when in use, will stop providing ventilatory support to the patient.